Event description:
It was reported that on (B)(6) 2013, the patient presented with cardio pulmonary arrest. After performing a thrombectomy (aspiration of thrombosis), followed by pre-dilatation with a 2.75x15 tenku balloon dilatation catheter via 1 inflation to 14 atmospheres, while under percutaneous cardio-pulmonary support (pcps), a 3.0x15 rx xience xpedition stent was implanted without issue in the 3-millimeter, de novo concentric lesion, 15-millimeter long proximal left anterior descending (lad) coronary artery; intravascular ultrasound was not performed. While timi flow was iii, the bleeding was heavy by the pcps. While still hospitalized, on (B)(6) 2013 at 7 am, the patient experienced chest pain. Coronary angiogram revealed a partial occlusion due to in-stent thrombosis in the distal end of the xience xpedition. A couple of non-abbott stents were implanted at the distal end of the xpedition. Thrombosis aspiration and intravascular ultrasound were performed. As it was noted that the 2nd diagonal coronary artery was occluded for an unspecified reason, flow was restored after crossing the occlusion with a non-abbott guide wire. While there is uncertainty as to whether the distal occlusion was caused by a dissection or by plaque (shift) in the mid lad, a 3.5x18 non-abbott stent was advanced and deployed in the mid lad, overlapping the distal edge of the xpedition stent in the proximal lad. A lesion in the left main artery was then stented with a 3.5x18 non-abbott stent. Routine post-dilatation was then performed in the circumflex coronary artery with a 3.0mm unspecified bdc and routine post-dilatation of the lad was performed with a 3.5mm unspecified bdc using the kissing balloon technique.

Manufacturer narrative:
(B)(4). Event description continued: the patient has recovered without any adverse patient sequelae. No additional information was provided. It is indicated that the device is not returning for evaluation; therefore an analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot was not performed because the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of dissection, hemorrhage, occlusion, thrombosis, prolapse, additional therapy/non-surgical procedure, and hospitalization are listed in the no-fault errors for everolimus eluting coronary stent systems as no-fault effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product deficiency.